Event description:
It was reported that the wires were exposed on the cable to console device. It was not reported that the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found that the cable had exposed wires. The unit appeared to have been cut by a sharp object at the customer site. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mishandling, which is misuse, abuse and/ or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.